Event description:
It was reported that after a supply change, the patient experienced elevated blood glucose, peaking at 257 mg/dl and measured at 215 mg/dl during the call, while using the ilet system; a system check showed no external insulin leakage, and the patient was advised to disconnect, verify tubing fill, and, if filled, consider changing the inset infusion site, with monitoring for 60¿90 minutes and instructions to change all supplies if glucose did not decline. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alarms. Investigation included guided troubleshooting and education, including inspection for leakage, verification of tubing fill, monitoring of glucose response, and consideration of infusion site replacement. Investigation of this case revealed no confirmed device malfunction and no alarms, with the issue localized to infusion delivery uncertainty, potentially related to tubing fill or infusion site performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.